Event description:
It was reported that during the procedure in the distal circumflex artery, the 3.0x28 xience v stent was deployed and a dissection occurred. A 3.0x12 xience v stent was deployed to cover the dissection. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: rx voyager. Guide wire: balance middle weight. Guide cath: ebu. The stent remains in the patient. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify product quality.